Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain, fatigue, and headaches. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing during the left ventricular (lv) lead capture threshold test pacing of the cardiac resynchronization therapy pacemaker (crt-p). The ra lead also exhibited occasional ffrw oversensing and undersensing. The lv lead exhibited possible high thresholds. The crt-p exhibited invalid data. The ra lead was reprogrammed. The ra lead, lv lead, and crt-p remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4524-53 lead implant date (B)(6) 1995. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.